Manufacturer narrative:
Continuation of d10: product ID ev240163, lead implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the positioning of the extravascular (ev) lead was noted to be difficult, requiring three tunneling attempts to achieve adequate r-wave values and successful defibrillation threshold testing. There was a bit of concern about pl eura placement as the ring 2 position looked a bit distant from the sternum, however movement was not indicating a clear pleural position, therefore the physician decided to leave the lead positioned where it was. Pre-discharge imaging looked the same as implant with some noise episodes noted. Fifteen days post-implant, additional noise episodes and electromagnetic interference (emi) signals were observed. A chest x-ray was performed and the ev lead was noted to be dislodged. The extravascular implantable cardioverter defibrillator (ev-ICD) system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated emi. Analysis of the device memory indicated oversensing. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that defibrillation threshold testing was performed approximately two weeks later, and the patient was successfully defibrillated at 40 joules. It was indicated that the ev lead did not move during the test, so the physician decided to leave it in place with regular follow-up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that an inappropriate shock was delivered due to myopotential oversensing. The patient noted that they were in an unusual posture at the time. Reprogramming was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated emi. The device memory indicated an issue with the detection of rv lead noise/noise discrimination failure. Analysis of the device memory indicated oversensing. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had received inappropriate shocks due to myopotential oversensing or emi. It was noted that the noise algorithm withheld therapy in a recorded oversensing-noise episode; however, it did not act in another; thus, the inappropriate shock was delivered.